Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not reproduce the customer allegation of a black screen. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uhd camera control unit had a black screen. The issue was found during preparation for use for a therapeutic laparoscopy. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1(initial reporter email). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified due to the phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.